Event description:
The pump delivered an unrequested bolus. The device was returned from the customer facility with the complaint of a damaged pendant jack. There was no reported adverse pt event. Though requested, no additional info was provided.